Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo and one loose 1ml syringe was received. The sample was visually evaluated. The syringe had a bend pointing towards the left and a severely skewed scale. The bend began at the approximately the .4ml marking where the barrel had visible damage, appearing to have been pinched. The plunger rod did not have any visible damage to it. The syringe was non-conforming per product specification. A device history review was unable to be performed since no lot number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the syringe damage defect is associated with the printing process. It is likely a misfeed into the marking machine pinched the barrel resulting in the damage and poor print observed. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb had scale marking issues. The following information was provided by the initial reporter: it was reported that the syringe was bent and twisted before use.